Event description:
It was reported that on literature review "early failure of the polarstem total hip arthroplasty¿can the australian njr tell us the full story?", one (1) patient who initially underwent primary thr implantation with a combination of a cementless collared polarstem and an r3 acetabular cup, required an additional washout and debridement thirty three (33) days postoperatively due to an unspecified postoperative infection. None of the devices were explanted as part of this intervention. The outcome of this patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Lee, p. Y., & evans, a. R. (2014). Early failure of the polarstem total hip arthroplasty¿can the australian njr tell us the full story?. The journal of arthroplasty, 29(3), 609-611. Doi: http://dx.doi.org/10.1016/j.arth.2013.07.040.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).